Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30199178l number, and no internal action was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole in the pebax. It was initially reported by the customer that a force sensor error (error unknown) displayed on the carto 3 system. There was also blood inside the pebax of the thermocool® smart touch® sf bi-directional navigation catheter. This all happened at the end of the case. The catheter did not need to be replaced. There were no patient consequences. The customer¿s reported sensor error is not MDR reportable since the warning functioned as intended. On 6/28/2019, additional information was received indicating the blood was visible in the clear sheathing material at the end of the thermocool® smart touch® sf bi-directional navigation catheter. The physician did not make any mention of having any difficulty maneuvering or withdrawing the catheter. It was also reported that no physical damage was observed. On 7/2/2019, the thermocool® smart touch® sf bi-directional navigation catheter was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. No visual damage or anomalies observed during the initial visual inspection. On 7/15/2019, during a second visual inspection a hole in was found in the pebax area. This finding was reviewed and determined to be an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 7/15/0219 and has reassessed this complaint as reportable.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole in the pebax. It was initially reported by the customer that a force sensor error (error unknown) displayed on the carto 3 system. There was also blood inside the pebax of the thermocool® smart touch® sf bi-directional navigation catheter. This all happened at the end of the case. The catheter did not need to be replaced. There were no patient consequences. The customer¿s reported sensor error is not MDR reportable since the warning functioned as intended. On 7/15/2019, during a second visual inspection a hole in was found in the pebax area. This finding was reviewed and determined to be an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 7/15/0219 and has reassessed this complaint as reportable. Device evaluation details: the device evaluation has been completed. The device was initially inspected and no damage was observed. During the second inspection, a hole and reddish brown material were observed on the pebax. Then, the magnetic sensor functionality was tested on carto and the catheter was properly visualized; no errors were observed. The force sensor feature was tested and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint regarding the force issue cannot be confirmed, however, the blood reported in the device was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).